Manufacturer narrative:
When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record was reviewed. The DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system (serial#(B)(4), model # m-4800-01), stockert generator (serial#(B)(4), model # m-5463-01), coolflow pump (serial#(B)(4), model # m-5491-02). (B)(4).

Manufacturer narrative:
(B)(4). Prior to both the mapping and ablation phases of a planned idvt procedure with a thermocool sf catheter, the physician noticed a cardiac perforation that is believed to have developed when a transeptal puncture was made (needle and sheath used to make transeptal puncture are unknown). The bwi failure analysis lab received the complaint catheter for evaluation. Upon receipt, the catheter was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response, and stockert compatibility, and it was found within specifications. An irrigation test was performed and the catheter passed, no occlusion was observed. The catheter was also evaluated for eeprom, carto 3, 4 khz and calibration functionality. The catheter was recognized by the carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Finally, a deflection test was performed and the catheter passed. The catheter passed all specifications. The root cause of the perforation remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
Prior to both the mapping and ablation phases of a planned idvt procedure with a thermocool sf catheter, the physician noticed a cardiac perforation that is believed to have developed when a transeptal puncture was made. The bwi failure analysis lab received the complaint catheter for evaluation and the catheter passed all tested specifications and the root cause of the perforation remains unknown. Recently, bwi became aware of additional information regarding this event: the event involved a female patient. The physician¿s opinion regarding the causality of the perforation/tamponade is that the injury occurred when the transeptal puncture was made using an adaptive surgical safesept transeptal wire, st. Jude medical brk needle, and a st. Jude medical 8.5f mullens tsp long sheath. The sheath and the ablation catheter were inside of the pericardial space immediately following the transeptal puncture. Pericardiocentesis was performed and a pigtail drain was put in place as the patient was transported to the operating room for removal of the sheath and ablation catheter. The sheath and ablation catheter were removed successfully without further surgery or intervention. The patient remained stable and was discharged home after a few days. Adaptive surgical and st. Jude will be notified of the use of their devices during this event. (B)(4).

Event description:
It was reported that a patient underwent a planned idvt procedure with a thermocool sf catheter and suffered a cardiac tamponade which required pericardiocentesis. The patient¿s medical history is unknown. Prior to both the mapping and ablation phases of the procedure, the physician noticed a cardiac perforation that is believed to have developed when a transeptal puncture was made. Cardiac tamponade was confirmed with fluoroscopy and echo. Pericardiocentesis was performed and 300 cc of fluid was removed. The patient was taken to the operating room (or) so that the catheter and sheath could be removed. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time.